Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited erosion. A revision was performed and the pacemaker remains in service. There were no additional adverse patient effects reported. The pacemaker was not returned.